Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis (fa) representative (rep) received vela front panel assembly. The carefusion fa rep reported the component assembly was installed in a known good unit and powered in service mode for testing. After performing touch screen calibration, as described in the service manual, calibration was successful. The carefusion fa rep reported the screen became unresponsive as described in the customer's reported alleged issue. The carefusion fa rep determined the root cause on the resistive touch screen. The carefusion fa rep reported there is no visible water ingress, but appears to be damage to the touch screen. The reported event is being considered as an isolated incident and will be tracked and trended internally.

Manufacturer narrative:
Carefusion file identification: (B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight. Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) went onsite to evaluate and repair and suspect device. The carefusion fsr reported it became very difficult to maneuver through screens. The carefusion fsr replaced the front panel, ran operational verification procedure (ovp) and the issue was resolved.

Event description:
The customer reported while using the vela ventilator, the screen was frozen. The issue occurred during patient use. The customer was trying to change ventilator settings from CPAP (continous positive airway pressure) to ac (assist-control) when the screen froze. The customer reported removing the suspect device, setting it aside, and placed the patient on a known working unit. There is no report of patient harm associated with the event.